Event description:
It was reported that during a gastrectomy procedure, after firing the device, there was incomplete staple line. They had to hand suture to finish the procedure. There was no patient consequence.